Event description:
Pt sample generated an initial aeroset calcium result of 4.6 mg/dl. This result was not reported from the lab. The result was below the lab's panic value of 7.0 mg/dl and was automatically retested. The repeat testing generated a result of 8.9 mg/dl. All controls were within specifications on all runs. The customer has noticed an unusual amount of splashing in the r1b mixer cup. The customer technical advocate (cta) recommended several troubleshooting procedures for correction. The customer had no pt info to provide. There is no impact on pt management reported.